Manufacturer narrative:
This report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. As a result, there was an explant procedure scheduled for (B)(6) 2026. No additional adverse patient effects were reported. Additional information indicated that this device has not yet been explanted as per physician discretion. The patient remained under monitoring. Replacement of the device is expected and currently being discussed with the physician. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. As a result, the device was explanted on (B)(6) 2025. No additional adverse patient effects were reported. This device has not been returned.